Manufacturer narrative:
(B)(4). Date sent: 12/4/2025 b3: unknown; captured as awareness date d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional event information -the procedure was left upper segmentectomy. The device was used on the pulmonary artery and vein. -the amount of bleeding was 50cc, and the hemostasis method was 2 minutes of pressure hemostasis + tacho seal was used. A thoracotomy was performed to add ligation. No blood transfusion was performed. -there was not much bleeding, so the patient's condition is stable after the surgery. It has been stated that one possible cause is a weakness of vascular wall due to patient factors. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What is the surgeon¿s experience with the pvs device? What is the compressed width and thickness of the vessel? What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were any surgical clips used in the area of the device firing? Were there any difficulties with the device if yes, please explain. Any issues with the staple formation during the initial procedure? Did the patient receive any preoperative chemotherapy or radiation? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats procedure bleeding occurred from the resection stump after firing the device on the vascular. It tried to perform a hemostasis with tacho seal, but the surgeon determined that ligation of the bleeding point was necessary, then the surgery was converted from vats to open. The patient's condition is currently stable after surgery. The details will be confirmed with the surgeon next week on december 1st. The cartridge color was white. One pve35a and two vasecr35 will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for japanese customer.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2026. Additional information was requested, and the following was obtained: what were the indications for surgery? The indication was left upper lobectomy for pulmonary disease (specific diagnosis not provided). What is the surgeon¿s experience with the pvs device? Unknown; this information was not provided. What is the compressed width and thickness of the vessel? Not specified; details were not available. What is the estimated compressed width of the target vessel? Not specified; details were not available. Did the surgeon wait 15 seconds prior to firing? Unknown; this information was not provided. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Unknown; this information was not provided. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Unknown; this information was not provided. Were any surgical clips used in the area of the device firing? No surgical clips were reported in the firing area. Were there any difficulties with the device if yes, please explain. No device malfunction was reported; however, postoperative bleeding occurred from the cut end of the vessel, requiring conversion to thoracotomy for ligation. Any issues with the staple formation during the initial procedure? No issues with staple formation were reported. Did the patient receive any preoperative chemotherapy or radiation? Unknown; this information was not provided. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown; this information was not provided. Was there calcification of tissue that impeded clamping or cutting? Unknown; this information was not provided. Were there any pre-existing patient conditions? Unknown; this information was not provided. Any clips, clamps, or graspers near the area where the device was being fired? Unknown; this information was not provided. Please provide a timeline of events. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted.

Manufacturer narrative:
(B)(4). Date sent 12/18/2025. D4 batch #549d40. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads (b&c) were present along with the device. The reloads were received fully fired with some b-formed staples remained on the staple surface. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 549d40, and no non-conformances were identified. Additional event information: the procedure was a thoracoscopic left upper segmentectomy, and it was used on the pulmonary artery and pulmonary vein. The amount of bleeding was 50cc, and the hemostasis method was 2 minutes of astriction and tacho seal. There was converted to open to add ligation. No blood transfusion was performed. The patient's condition is stable after the surgery, as the amount of bleeding was not much.